Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose was 307 mg/dl. The infusion set was changed. During troubleshooting with tandem technical support (cts), cracks were observed in the cartridge. Cts advised the customer to change out the pump supplies. The customer acknowledged the information.